Manufacturer narrative:
The investigation into the valvular insufficiency/regurgitation leading to delivery issue has been completed since the original report was filed. The device was returned for investigation. The cause of the delivery issue was use related since the pump was outside the body for 10 minutes and aborted delivery due to patient safety per clinical review. The cause for the third degree atrioventricular block could not be established, and the pump was swapped as a result of it being outside of the patient for 10 minutes.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 76-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant reported as the staff was advancing impella over the wire the patient went into third degree atrioventricular (av) block. The impella and wire were removed through peel away sheath, access obtained venous for temporary transvenous pacemaker. The impella was outside of body for 5-10 minutes. The impella was removed and a new impella was implanted successfully.